Event description:
When the pt went into asystole, the system did not alarm audible. The customer said the pt died, but stated the monitor did not cause the death. The nursing staff was aware of the pt's condition, but they felt the system did not alarm correctly.